Event description:
It was reported by dealer that the backrest assembly is broken at a screw hole on the right side, the upholstery is wearing out and the hinges on the right and left side at the back fold are cracked ((B)(4) wheel chair).